Event description:
It was reported that implant shift occurred. A left atrial appendage (laa) closure procedure was performed that was described as being technically difficult. A 31mm watchman flx pro closure device and delivery system (wds) was inserted and positioned at the laa ostium then deployed. An anchor engagement tug test was performed, and the wds returned to its original position. Adequate compression of approximately 20 to 25% was noted, with no peri-device leak observed, and release criteria were met so the closure device was implanted. At post-procedure follow-up, transesophageal echocardiogram (tee) and computed tomography (CT) imaging demonstrated that the distal end of the closure device had shifted from its original implant position, resulting in a peri-device leak measuring greater than 5 mm. Imaging confirmed that the closure device remained compressed; however, device position and seal were no longer within release criteria. At this time, no intervention has been scheduled, yet management options are still being discussed. It was further reported that post procedure follow-up occurred 54 days post index procedure. The physician stated that there is no plan for intervention, as the patient does not want an intervention for the closure device shift. It was further clarified that the leak size was 4.0mm.

Manufacturer narrative:
B3: event date clarified and updated from 11/11/2025 to 11/10/2025. B5: information added.

Event description:
It was reported that implant shift occurred. A left atrial appendage (laa) closure procedure was performed that was described as being technically difficult. A 31mm watchman flx pro closure device and delivery system (wds) was inserted and positioned at the laa ostium then deployed. An anchor engagement tug test was performed, and the wds returned to its original position. Adequate compression of approximately 2025% was noted, with no peri-device leak observed, and release criteria were met so the closure device was implanted. At post-procedure follow-up, transesophageal echocardiogram (tee) and computed tomography (CT) imaging demonstrated that the distal end of the closure device had shifted from its original implant position, resulting in a peri-device leak measuring greater than 5 mm. Imaging confirmed that the closure device remained compressed; however, device position and seal were no longer within release criteria. At this time, no intervention has been scheduled, yet management options are still being discussed. It was further reported that post procedure follow-up occurred 54 days post index procedure. The physician stated that there is no plan for intervention, as the patient does not want an intervention for the closure device shift.

Manufacturer narrative:
B3: event date updated. B5: information added.

Event description:
It was reported that implant shift occurred. A left atrial appendage (laa) closure procedure was performed that was described as being technically difficult. A 31mm watchman flx pro closure device and delivery system (wds) was inserted and positioned at the laa ostium then deployed. An anchor engagement tug test was performed, and the wds returned to its original position. Adequate compression of approximately 20 to 25 percent was noted, with no peri-device leak observed, and release criteria were met so the closure device was implanted. At post-procedure follow-up, transesophageal echocardiogram (tee) and computed tomography (CT) imaging demonstrated that the distal end of the closure device had shifted from its original implant position, resulting in a peri-device leak measuring greater than 5 mm. Imaging confirmed that the closure device remained compressed; however, device position and seal were no longer within release criteria. At this time, no intervention has been scheduled, yet management options are still being discussed.

Manufacturer narrative:
B3: used bsc aware date as event date as it is unknown.